Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On the same day, it was reported that the patient passed out. At the time, the egv was between 100 mg/dl and 240 mg/dl. The patient's mother performed a fingerstick test which showed 41 mg/dl. At the time, the patient experienced other symptoms such as confusion, sweating, shaking, racing pulse, headache, and nausea. When the patient passed out, the mother tried to give the patient pepsi but was unable to sip it due to passing out. The mother called 911, and upon arrival, the patient was already in a state of awareness after 3 minutes of passing out. The paramedics administered IV glucose to the patient and performed a fingerstick test which still showed 41 mg/dl, while the cgm read 110 mg/dl. The patient was rushed to the emergency room (ER) while on IV glucose, and upon arrival, the bg was 80 mg/dl and the egv was unremembered. Aside from the IV glucose, the patient was given grain crackers and orange juice in the ER. The patient was discharged after 3 hours of stay with the last bg reading of 200 mg/dl, and the egv was unknown. The patient went home and replaced the sensor. The patient reported feeling much better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. At the ER, the reported glucose values fall within the c zone of the parkes error grid. After being discharged, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.